Event description:
A caller reported a cgm error 42, which had occurred twice in the previous month. There was no adverse impact to the customer's blood glucose level. The customer reviewed their history to locate a recurrent issue but could not find it and was advised by technical support, who guided them through a pump reset. After completing the reset, the error did not reoccur, and the customer successfully started a new sensor session.